Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was placed and repositioned. The physician pulled on the lead to test if it was secure and when doing so, the tip of the pin separated from the ring electrodes. The lead was removed and insulation damage due to access retention was noted. Another lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 65.7 cm. Visual inspection of the lead found that the connector pin and cap were pulled out of the connector assembly consistent with procedural damage. The cause of the reported event was isolated to procedural damage.